Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient's implant would no longer recharge and the implant battery was stuck at 40% battery. When recharging implant it was intermittent going to poor if they moved an inch and they got a message that said the battery needed to be replaced. When attempting to recharge the implant it would say the implant was empty but they could not charge it. Patient had reset the controller but issues persisted. The recharger got really hot as well. During call patient verified no damage to the controller charging port. The issue was not resolved. A request was sent to the repair department to replace the recharger .

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.